Manufacturer narrative:
During the course of the investigation it was not possible to either confirm a c500 failure or to exclude a v500 warmstart as the requested logfiles were not provided. Due to this issue is reported retroactive. The infinity acute care system cc consists of two parts. The ventilation unit v500 and the c500 which incorporates displaying functions and user interface. In case a deviation which affects the v500 is detected by the system, the ventilation unit performs a warmstart. During this time the safety valve opens to allow spontaneous breathing. Ventilation will go on after approximately 8 seconds with the parameters set by the user. In case a deviation of the c500 is detected, the c500 performs a warmstart. Ventilation goes on and is displayed in the supplemental oled-display. The mainboard of the c500 was exchanged and provided for investigation. None of the performed tests showed a failure. A logbook was not provided. Due to this it is not possible to exclude a sporadic failure either of the cockpit nor the v500. The c500 was exchanged, the ventilation unit was equipped with the actual software. No further problems were reported up to today.

Event description:
It was reported that while in use, the v500 rebooted and came back on by itself. The v500 was swapped out and there was no patient injury reported.